Manufacturer narrative:
Correction: please disregard this report number 0002936485-2013-00084 . It was created by mistake and therefore is a duplicate of report number 0002936485-2013-00082.

Event description:
It was reported that the device released metal particles with no harm to the patient.

Event description:
It was reported that the device released metal particles with no harm to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.